Manufacturer narrative:
D6: explantation day, month and year added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted into the right axillary/subclavian artery in a 44-year-old female patient presenting in cardiomyopathy, and in scai stage d shock, and on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient experienced an ischemic stroke. It is unknown if the patient received any treatment. The post-procedure outcome is unknown. Clots can also occur due to inadequate anticoagulation. Cerebral vascular accident/stroke is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary stroke/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Additional information. The following information was received: the device is not returning and the patient is still on support.